Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the ¿cassette removed¿ alarm occurs frequently" was not confirmed. However, a "high pressure" alarm was recorded in the event history log multiple times. The root cause of the "high pressure" alarm was an anomaly in the downstream occlusion sensor and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the ¿cassette removed¿ alarm occurs frequently. There was no patient harm or adverse event reported.